Manufacturer narrative:
Date sent to the FDA: 2/24/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/26/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted adhesions and loops of bowel densely adhered to the old mesh and abdominal wall. He tried to separate the bowel from the mesh but was unable to do so because of how adhered the mesh was to the bowel and for fear of creating enterotomies in the bowel. He then separated the mesh from the abdominal wall and left the mesh attached to the bowel. It was reported that the patient experienced severe pain, numbness, tingling sensation, injections for pain, impaired sexual relations, mesh dissection, stress, and anxiety. No additional information was provided.